Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26412. The patient is implanted with two scs systems and the manufacturer is unable to determine which ipg was relocated thus we are reporting on both ipg's. It was reported the patient was experiencing discomfort due to the ipg position. The patient underwent surgical intervention to relocate her right sided ipg to a more comfortable location which resolved the issue.